Event description:
It was reported via repair work order that the patient support bar release handle was broken exposing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.